Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 10 of 14 mdrs filed for the same patient (reference 1825034-2014-08260 & 08672 - 08684).

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain. It was further reported patient is still experiencing pain. Additional information received noted that the patient underwent a right knee revision on (B)(6) 2013 where components were removed and replaced with cement spacer molds. On (B)(6) 2013 patient underwent a second revision procedure where spacer molds were removed and replaced with cement spacer molds. On (B)(6) 2013, patient underwent a third revision procedure where spacer molds were removed and replaced with cement spacer molds. On (B)(6) 2014, patient underwent a fourth revision procedure where the spacers mold were removed and a total knee was reimplanted. On (B)(6) 2014, all components were removed and replaced with cement spacer molds. In (B)(6) 2014, patient's leg was amputated due to severe infection.